Manufacturer narrative:
Based on the results of the investigation of the foreign objects that came out of the distal end, a definitive root cause could not be determined. Based on the results of the investigation of the white foreign material in the air/water cylinder and air/water tube, the cause was traced to failure to follow instructions. The event can be prevented by following the instructions for use (IFU) which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited white foreign material in the air/water cylinder and air/water tube. Additionally, due to clogging of the channel mount unit, foreign objects came out of distal end. There was no patient involvement.